Event description:
Pt had a severe reaction to a 1ml hydrelle injection in the nlf's and marionette lines on (B)(6) 2010 at 5:00 pm. Pt called physician at midnight describing severe swelling, pain and "bee sting" symptoms. Physician prescribed vicoden. Pt has no allergies other than penicillin. Pt did not have pain during injection.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.